Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported that the lap top ventilator 1200 turned off while on patient. The patient was disconnected from the ventilator and hand ventilated. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Result of investigation: vyaire failure analysis was not able to confirmed the reported issue due to no ln vent1 occurring in the event trace but duplicated in when the battery was depleted. The uut (unit under test) was tested and found to perform to expectations. Failure analysis laboratory recommendation is to replace mainboard and power board as a precautionary measure. As a resolution rework to current configuration, recalibrate and retest per specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.